Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the locally tortuous and calcified middle and distal end of the left anterior descending artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. However, after removal, it was found out that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the locally tortuous and calcified mid and distal end of the left anterior descending artery. A 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed and it was found out that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.